Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. Based on the reported information the knot was hooked on the anterior foot, this indicates that the anterior foot was likely in the access site and not against the vessel wall. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a venotomy closure of a left common femoral vein using a proglide device after an interventional electrophysiology procedure with an 11fr sheath. Reportedly, upon device removal it was noted that the anterior footplate was sticking out while the lever was closed and the suture knot was hooked on the anterior foot. Hemostasis was achieved with the same device. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.